Manufacturer narrative:
Additional information: the instructions for use (IFU) that accompanies the device contains the following warning regarding reference frame movement, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek® articulating arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
Patient weight not made available from the site. (B)(6). (B)(4) 2015 - the medtronic representative reported that after conversations with the surgeon she informed that her registration was not very good, also that it was not very accurate at the beginning. When the medtronic representative visited the hospital to check the registration it had been deleted as the surgeon had tried and failed with pointmerge peri-operative. The surgeon stated that she may have leaned on the top of the articulating arm, causing this to move. Recommendations were made to the surgeon to be certain this is tight and that accuracy must be good before proceeding to drape the patient. The surgery was abandoned due to the site running late and the laboratory staff not being available to analyze samples. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 software investigation completed. Findings are that surgeon performed a poor registration and leaned against the articulating arm which would cause the frame to move. Software is functioning as designed. Use error.

Event description:
A site surgeon, consultant neurosurgeon alleged that, while in a cranial procedure, accuracy was off by 2-5 millimeters after draping the patient. No further details were provided. The surgeon opted to abandon the procedure and re-schedule. There was no impact on patient outcome.